Manufacturer narrative:
Concomitant medical products: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2018. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the patient had an electrode out, and 2 others which say possible short. No outside factors have contributed to this event. The patient has not done anything different than her normal since prior to her implant. Impedance check was done and that is where the electrode issue appeared. The issue was not resolved. No patient symptoms were reported.